Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a medical procedure using a penumbra system 3max reperfusion catheter. Upon removal from the packaging, the 3max catheter was found kinked and was not used. The procedure successfully continued using a new 3max catheter.